Event description:
Additional information was received from the patient, who reported that when they went to deliver the bolus, the myptm (personal therapy manager) application would stop at 90% and they would be sitting there for like 10 minutes if it went all the way up to 100%. An agent walked the patient through clearing the data. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. It was reported that the handset was lagging at 90%. Agent reviewed data and assisted the patient through deleting the data. Patient was able to connect to the pump without any lag. Patient would call back if further assistance was needed. When asked for the event date, patient stated that it was since day one.